Manufacturer narrative:
Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Event description:
The zirconia abutment broke. No patient injury. The abutment is to be remade in ti.

Manufacturer narrative:
The investigation concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.